Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report a possible broken sensor wire occurring on (B)(6) 2015. Upon insertion the wire broke off. The patient was never able to attach the transmitter as the wire broke off at the base of the sensor pod. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Because the wire was returned with both proximal and distal ends intact, the complaint of a broken sensor wire was not confirmed. A root cause could not be determined.